Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the cord of the device was separated from the motor. The device was being used during knee surgery. There was no injury or medical intervention. It is unk if delay occurred. There was no additional information provided.